Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 107 mg/dl at the time of the report. Prior to the event, the customer left a rehab center to go home and change her infusion set. The customer stated that she did not wash her hands after leaving the rehab center. The customer stated that staph bacteria may have been on her hands. The customer stated that an illness caused by a staph infection may have caused the event. The customer also stated that she was suffering from digestion problems. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.